Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The customer's biomed confirmed the reported blower issue. The customer's biomed reported that replacing the power control board resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the power switch led goes out. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported that the power switch led goes out. There was no patient involvement.